Event description:
It was reported that upon opening the kit in the ward, the swg was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
Complaint no. (B)(4).